Manufacturer narrative:
Device not received stuck in manufacturing mode. Device passed the full functional test including the displacement test, rewind, prime or seating test, basic occlusion test and force sensor test. Sleep current measurement and active current measurement within specifications. Insulin flow blocked alarm functions properly during basic occlusion and occlusion test. No unexpected inter processor communication error noted during battery insertion. Device received with cracked retainer, minor scratched display window and scratched case.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that they experienced high blood glucose and their insulin pump had received pump error as well as failed battery alarm and was damaged. The customer¿s blood glucose level was 28 and 26.3 mmol/l. The customer states crack near the corner of screen. The customer performed self-test and it did pass. The customer declined to troubleshoot for high blood glucose and failed battery alarm. The customer was advised the pump will need to be replaced. The insulin pump will not be returned for analysis.